Manufacturer narrative:
Concomitant medical products: 6936110 lead, implanted: (B)(6) 1995. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) leads exhibited noise, and insulation damage was discovered. It was suspected that the damage was caused by the patient's active lifestyle. The leads were replaced. No patient complications have been reported as a result of this event.